Event description:
Technician alleged that the right siderail latch bolt and nut were missing, and the end tube was worn. The right siderail could not be latched.

Manufacturer narrative:
Technician installed a new, end tube, siderail latch bolt and nut and the right siderail functioned properly. The stretcher was found in an ods, and there were no alleged injuries.